Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed motion encoder error. Customer blood glucose reading was 221 mg/dl. Troubleshooting was performed. Customer stated alarms woke him up. The insulin pump turned off after a countdown. Drive support was normal. Customer stated that the insulin pump was not exposed to high magnetic field. Customer also reported motion sensor test failure. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will be not returning for analysis.

Manufacturer narrative:
Insulin pump power up properly after battery installation. No blank display or reboot/restart anomaly noted. Unit alarmed motor error during rewind due to corroded the motor home switch. Unable to perform operating current, error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify alarm or motor position encoder error alarm due to motor error alarms. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.